Event description:
The pt reported that he sometimes notices the adhesive of the infusion site is wet. In 2009, his blood glucose elevated to 300 mg/dl and the infusion site was wet with insulin. He bolused through the infusion device but his blood glucose remained elevated. He changed the infusion set and bolused through the infusion device, and his blood glucose decreased. His normal blood glucose level is 120 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion set was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.